Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) ¿ stem. D10: unk ceramic head. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip procedure on an unknown date. Subsequently, the patient was revised due to a periprosthetic fracture. It was reported that no further information is available.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d5; g3; h2; h3; h6 visual examination of the provided pictures identified the explanted head and stem. Bio-debris was present. No further evaluation could be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic fracture of the right femur with femoral implant loosening. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.